Manufacturer narrative:
(B)(4). Product surveillance spoke with the peritoneal dialysis nurse on (B)(6) 2010, who stated there was no patient injury or medical intervention associated with the incident. The patient finished the box of supplies with no further issues. This complaint for the system error 2240 (air in line) that occurred during dwell 3 of 3 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number was not provided; therefore a batch review cannot be conducted. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to report he received a system error (se) alarm previously and turned off the machine. The technical service representative (tsr) had the hp turn the power back on and the hc alarmed with se 2367. The hp cycled power and the tsr reviewed the alarm log and se 2240 was displayed. The tsr explained the se alarms and assisted the hp to close the clamps and end therapy. The hp would discontinue therapy and contact the registered nurse (rn). The hp would call back with any questions. There was no patient injury or medical intervention indicated at the time of the initial report.